Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
While replacing the cartridge on their pump, the customer's pump unexpectantly shutdown. Reportedly, the pump's battery was 40% charged before the shutdown. This issue elevated the customer's blood glucose levels to ~ 200 mg/dl. He has novalog and humalog for backup and was advised to get long acting insulin for additional backup if possible.